Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3772 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed at 1h30min on (B)(6) 2020 and the problem was identified at 16hrs on (B)(6) 2020, because the dressing was wet. When checking it, the nurse visualized the hole next to the hub. 6/16/2020 - additional information: there was no damage to the patient/health professional. There was no need to surgical intervention. There was no exposition of blood/chemotherapy to mucous membranes or skin. The catheter was just salinized with saline.